Manufacturer narrative:
An event of valve insufficiency due to bio-prosthetic valve failure (bvf) was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field. Biological factors such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in an unknown date, a 21 trifecta valve was successfully implanted. On, (B)(6) 2023, the patient presented with valve insufficiency due to bio-prosthetic valve failure (bvf). A valve-in-valve procedure was performed, using a 23mm navitor valve and a small flexnav delivery system. Patient had ultrasound guidance left femoral vein (lfv) and left femoral artery (lfa) accessed. A 9f non-abbott sheath was inserted into the lfa and a 6f non-abbott sheath into the lfv. A navitor 23mm valve was deployed in a valve-in-valve procedure successfully. No paravalvular leak or gradient was shown and patient was hemodynamically stable throughout the procedure. Before closing the lfa with pre-deployed prostyle vessel closure devices the physician took a digital subtraction aortography (dsa) of the left leg vessels, which showed a lfa dissection at the puncture site. A lfa balloon plasty was performed with a 6.0mm x 4.0 balloon which sealed the dissection and patient's dsa showed no abnormality following this. Patient was transferred to coronary care unit to recover. At time of report patient is awaiting review for discharge today.